Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: w4tr01, serial# (B)(4), implanted: (B)(4) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from the clinician, which indicated the patient was brought into the clinic and there were no problems with multiple atrial lead sense tests. The patient was reviewed and it appeared to have been a telemetry problem during remote transmission. The ra lead remains in use. No patient complications have been reported as a result of this event.